Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose of 60 mg/dl. Customer's current blood glucose value is 137 mg/dl. Customer treated low blood glucose with food. Troubleshooting was performed. The insulin pump had accurate programming. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.